Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6280471. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that following venipuncture, the safety mechanism of the suspect device was activated but the needle did not retract.